Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No case parts have been returned by the site.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the 70-degree probe is bent. No patient was present at the time of the event.

Manufacturer narrative:
Correction: initial report inadvertently filed for the system. Instrument information has been provided. If information is provided in the future, a supplemental report will be issued.